Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip. Visual inspection shows that damage to the lcd window was a severe scratch. Therefore, it was hard to read as reported by user.

Event description:
It was reported that the insulin pump had a scratched on the screen and patient had difficulty reading the screen. Customer's blood glucose was 136 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.